Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed change battery now without any prior warnings. Customer's blood glucose level was 3.7 mmol/l. It has been a recurring issue for months but the customer was not able to call before. The device was not returned.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. The insulin pump passed self test and displacement test. No change battery now alarms noted. However, low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The device was received with corroded battery tube, cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, keypad overlay texture damage, faded serial number label, cracked retainer and minor scratches on lcd window.